Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 150cc saline breast implant, catalog # 3501615, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 150cc and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 52 year old hispanic female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 150cc and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow, white, brown and orange material was observed within the device and white material was observed on the shell surface. During evaluation multiple creases were observed on the anterior and posterior aspect, in addition, a rent was discovered within a crease on the posterior aspect, measuring approximately 0.5 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).